Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The concomitant device has not been received for evaluation.

Manufacturer narrative:
(B)(4). To date the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the labor + delivery department had a false positive after a vaginal delivery. A correct count was obtained so they did not x-ray.